Event description:
On (B)(6) 2026, it was reported by an arthrex subsidiary employee via (B)(4) that a qty. 2 of ar-7235 fiberlink sutures tore during use. It was reported that when suturing the tendon, and pulling on the suture, it snapped. Then the same technique was attempted and the second suture snapped as well. This was discovered during an unspecified procedure with no patient harm. The case was completed using a different approach. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.